Event description:
The initial reporter received a questionable low density lipoproteins-cholesterol gen.3 (ldl3) assay result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The physician rejected the result and the patient sample prompting the rerun on another c 502 module. On (B)(6) 2024, the initial result from the module was 31 mg/dl. On (B)(6) 2024, the repeat result from the other module was 124.8 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 502 module is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. Medwatch field e1 initial reporter state code was updated. The field service engineer (fse) inspected the module and determined the event was consistent with damaged rinse tubing and the cuvette rinse water not washing into other cuvettes during suction. He then replaced the damaged rinse tubing, adjusted the cuvette rinse water, adjusted the gear pump pressure, and performed hardware-by-test check performance and precision checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.